Event description:
It was reported that intermittent occlusion alarms occurred. Reported the customer changed the pump supplies to address the issues. Customer's blood glucose was 248-420 mg/dl. On (B)(6) 2022 the customer went to the emergency room with high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that day. Ultimately the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.